Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer's blood glucose was normal and did not require medical treatment. The customer stated the alarm occurred during rewind. The customer stated alarm history contains motor error alarms. The insulin pump will not be returned for analysis.